Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted from 85% to 5% within minutes. In addition, a malfunction alarm occurred while the customer was attempting to charge the pump. The customer's blood glucose level was 200 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.